Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-sep-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain on my right side. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer started experiencing this event 4 years after essure insertion. Some relevant tests were performed and the doctors could find nothing wrong with her. All her medical records and images were requested and the results showed that she had 3 coils (1 on the left and 2 placed on the right). A hysterectomy and bilateral salpingectomy were performed. Based on a positive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4)). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted and followed up with the hsg test in 2006. She had no problems until 2010 when she began experiencing severe pain on her right side. After several trips to the emergency room, CT scans, multiple x-rays and ultrasounds the doctors could find nothing wrong with her and sent her home. She requested all her medical records and images and upon reviewing the images she found that she had 3 coils (1 on the left and 2 placed on the right). In (B)(6) 2011 she underwent a hysterectomy and bilateral salpingectomy and have not had any pain since. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain on my right side. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer started experiencing this event 4 years after essure insertion. Some relevant tests were performed and the doctors could find nothing wrong with her. All her medical records and images were requested and the results showed that she had 3 coils (1 on the left and 2 placed on the right). A hysterectomy and bilateral salpingectomy were performed. Based on a positive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
On 10-jan-2017: legal claim received; reporters, indication, start date of essure added, severe physical pain was added to the event severe pain on her right side. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain on my right side, severe physical pain. Upon receipt of follow-up information, this case became legal. This event was considered serious due to medical importance and anticipated according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer started experiencing this event 4 years after essure insertion. Some relevant tests were performed and the doctors could find nothing wrong with her. All her medical records and images were requested and the results showed that she had 3 coils (1 on the left and 2 placed on the right). A hysterectomy and bilateral salpingectomy were performed. Based on a positive temporal relationship and considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.